Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, customer performed pressure gain calibration and failed. Asked the connection set up and passed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Event description:
It was reported to vyaire medical that the bellvista1000 us had an inspiration leaky. Initially, the device experienced mismatch fio2. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to user fault - user not following the instructions while performing the calibration.